Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to a defective video connector latch causing loss of image. The unit was also observed having a damaged top cover and rear panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii video system center is intermittently losing connection with the scope. When they lose the camera, they lose the image. There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the investigation results, the specific root cause of the defective video connector latch could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the event occurred during preparation for use and a spare processor was used to complete the procedure.